Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy on (B)(6) 2018 during which the surgeon noted the mesh was visibly protruding through the tissue and that because of its close proximity to the iliac artery and vein, there were concerns for explanation. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh had migrated and was rolled up into a ball. The mesh was attached medially to the edge of the femoral vessels, and the inguinal shelf was attached to the transversalis. The hernia floor was essentially obliterated. Due to the chronic nature of the wound, there was soon oozing at the site. It was reported that the patient experienced significant numbness to the left inguinal area and pain while walking. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/4/2021.